Event description:
Approximately forty-three months after implantation, the patient experienced a self-clearing controller fault alarm that is reported to have occurred at the time of a lighting strike to a neighboring home. The controller was replaced from hospital stock without any reported patient impact. Preliminary evaluation and testing of the returned controller revealed that the "no power" alarm did not sound when all power was removed from the controller.

Manufacturer narrative:
Various analyses were conducted and reviewed in order to evaluate the performance of the returned controller in relation to the reported event. Review of conformance material record confirmed that the controller met all requirements for release. Review of controller logs confirmed the self-clearing controller fault alarm and associated pump stop and restart on the day of the reported lighting strike. However, the exact cause of the controller fault alarm could not be determined. The controller functioned normally during testing except when all external power was removed at which time the "no power" alarm failed to sound. This is determined to be the result of a deeply depleted internal battery. This finding was re-assessed per our sop requirements, and determined to be reportable. An internal investigation (CAPA) has been opened to address the issue.